Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service repair tech reported that the knob bearing on the roller pump was leaking. There was no pt involvement.